Event description:
A patient who was enrolled in a study underwent a da vinci assisted malignant hysterectomy surgical procedure. On the day of surgery, a post-operative vaginal fissure was identified. It was reported that the fissure was created while removing the uterus through the vagina. The fissure was resolved with two vicryl 2.0 sutures on the same day it was discovered. The event did not result in prolonged hospitalization and was discharged four days later. There was no report of a da vinci device malfunction during the procedure. The study investigator reported the event as a serious event, a clavien-dindo grade iiib, and not related to the device or underlying disease status. It was noted that the patient was young and had never given birth, so the vagina was quite narrow.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed as there is insufficient or unconfirmed product/event information. Patient body mass index (bmi) - 47.4 kg/m2, height 163 cm.